Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes there was hemolysis. This event was reported to have occurred 2000 times. The following information was provided by the initial reporter. The customer stated: "after blood collection in the blood transfusion room of the outpatient department more than 80% of the samples received by the laboratory department showed hemolysis."

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes there was hemolysis. This event was reported to have occurred 2000 times. The following information was provided by the initial reporter. The customer stated: "after blood collection in the blood transfusion room of the outpatient department more than 80% of the samples received by the laboratory department showed hemolysis."

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: bd had not received samples, but 18 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed in 2 of the photos. An additive abnormality was not observed. 100 retention samples were inspected with no issues being identified. Additionally, retention samples were further analyzed through a clinical study and upon completion, the indicated failure mode for hemolysis and additive abnormality was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (hemolysis/additive abnormality/micro clots) because the defect was not evident in the testing of the complaint lot samples. All parameters of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification. This batch (0316379) was further investigated by r&d: results showed no differences between complaint and control lots in terms of the chemical properties evaluated (additive composition, morphology, moisture content, or thermal properties), suggesting the root cause of the additive granulation observed is unrelated to these factors. We did observe the larger additive clumps in the complaint lots were able to be broken by our finger tips, suggesting the present of the larger clumps are a physical difference, not a chemical one. The r&d investigation regarding this issue concluded: the presence of the large additive clumps can create a higher localized concentration of additive that can lead to hemolysis, making it more imperative the tubes are mixed properly to avoid hemolysis.